Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generates a constant alarm immediately when plugged into ac power source. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The unit passed all testing and operates within the manufacturing specifications.